Event description:
The caller reported that an 8 dct was in the pt for 25 days. The caller stated that the collar broke off from the outer cannula and was noticed when the nurse went in to do tracheostomy care. They unsnapped the inner cannula from the tracheostomy collar and it came out with the inner cannula. They tied with tracheostomy ties to secure until the surgeon came in the morning to replace it with another tracheostomy tube. This tracheostomy change came before what normally would have been the timing for the patient's routine tracheostomy change.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records.